Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited abnormal impedance, high pacing thresholds and loss of capture due to dislodgement. The lead was replaced.